Event description:
This rv lead was implanted on (B)(6) 2001, and remains implanted at this time. A call was placed to technical services on (B)(6) 2016, reportedly stated pacing dependent patient change out. Lots of noise on rv lead when testing. The physician was dr. (B)(6). No known facility. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).